Manufacturer narrative:
The customer reported problem was confirmed. Additional repairs outside the recall repair were addressed. The device was repaired, retested, and released back to the customer, a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall group 1 - dom 2019- 09/20/2019 07:11:39 anese clemons (aclemons) recall point of contact: robert wadsworth biomed equpment support specialist/608-256-19001 ext. 11177/ recall point of contact: robert wadsworth biomed/608-256-1901 ext 11177/robert.wadsworth@va.gov 10/10/2019 12:18:43 dung v nguyen (dnguyen) est rcl to mnr. 10/22/2019 05:47:58 lauryne wasan (lwasan) npi confirmed updated from rcl to mnr for the minor repairs needed per dung nguyen, service tech. Repair approved by nathanael buschmann, biomed, at nathanael.buschmann@va.gov / 608.256.1901 x11192 for $230. Use new po# 695-p00541 for reference. Repair to be billed to credit card: visa // -e803-7584-0z319w3ee7ek3n // exp 12/22 // nathanael d buschmann 10/22/2019 07:38:45 dung v nguyen (dnguyen) lvp bezel post recall completed. Replaced rear case housing assy broken upper well and iui connector assy was corrosion. 10/23/2019 14:08:13 christina castaneda (chcastan) 1001901713470005370500457111924745 11/07/2019 06:43:26 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.